Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked to clarify the reported issue. They stated there was no problem with the ins or the programmer, the device was practically new. There was no battery issue with the last ins, it lasted 9 or 10 years. They then stated this would be their 3rd ins because of a bad device. They reported that their symptoms that were related to the batteries being no good were no control of the bladder, had to go through day surgery and bills for another ins that was less than 2 years old. They were asked the circumstances that led to the batteries being no good. They responded that there were no changes in activity, they had unrelated health issues that limited their activity. The setting was always set as low as needed and was not often changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient said that the old batteries for their device were no good and they now had a new one. No patient symptoms were reported. No further complications were reported or anticipated.